Event description:
The customer contact reported, the pump was delivering inaccurately. The device was returned to the biomedical engineering dept with a note that stated, "volume error possible". Channel 1 was programmed to deliver 2500 mcg/250 ml of fentanyl. Channel 2 was programmed to deliver 100 mg/100 ml of versed and the deliveries were started. No further programming parameters were provided. Reportedly, after an unspecified length of time, the total volume infused displayed on channel 1 and channel 2 of the pump did not match the volume that remained in the solution containers. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The pump history was downloaded at the user facility. A review of the history shows the pump delivered as programmed.